Event description:
It was reported that a user experienced elevated blood glucose following an incorrect meal announcement on the ilet system, which they observed on their ilet and which was confirmed in the ilet mobile app; the user was advised to contact their care team for adjustment guidance. Investigation included review of available app data. Investigation of this case revealed user error related to meal announcement selection. No symptoms associated with hyperglycemia reported. Outcomes included no reported medical intervention, or hospitalization. It was concluded that the device functioned as designed and that the event was attributable to incorrect meal input by the user. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.